Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (name and date performed unknown). According to the complainant, the generator's energy delivery was very weak. The user was attempting to perform a cut, but the insufficient energy resulted in minor patient bleeding. The procedure was completed with a different generator. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.